Event description:
A customer reported to beckman coulter, inc (bec) that beckman coulter au680 clinical chemistry analyzer generated erroneously low sodium, potassium, and chloride results for one patient. Repeat testing produced higher results. The erroneous results were not reported out of the laboratory and there was no change to patient treatment associated to this event. The sample was collected in 4ml starstedt tube with a gel separator, and was centrifuged at 3600rpm for 5 minutes. The sample had been disposed of and therefore, could not be examined. Beckman coulter reviewed the customer's qc results, precision data, and instrument alarm log. As qc results were within the acceptable ranges and no other issues on the analyzer or any other samples were reported, it appears to be an isolated event. Service was not dispatched.

Manufacturer narrative:
Conclusion: the failure mode may be attributed to sample issues.